Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 75 mcg/ml clonidine at a dose of 39.6 mcg/day and 40 mg/ml dilaudid at a dose of 21 mg/day via an implantable infusion pump for spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had recently had an MRI at the time of the motor stall and it had been over 2 hours since the patient left the MRI field. Motor stall recovery had occurred and the MRI was not done due to a suspected problem with the manufacturer's device or therapy. The stall occurred on (B)(6) 2017 and was followed by tube set 48 hours later. It was confirmed that the patient had an MRI at the time and pump not read until earlier in the day on (B)(6) 2017. The logs showed recovery earlier in the day at 16:15. There was no alarm reported and no symptoms. The patient was in the hospital for a surgery unrelated to the pump and they had a rep check it when the delayed recovery log was discovered. No further complications were expected or anticipated.